Event description:
It was reported that the customer had normal blood glucose levels of 102 mg/dl. The customer reported pieces missing from the reservoir compartment of the insulin pump. The customer also noticed that the o-ring of the reservoir compartment came off. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Missing reservoir tube lip o-ring noted. (B)(4).